Manufacturer narrative:
The sample involved in the incident was returned for evaluation. The sample was functionally evaluated for patency by pressurinzing the distal lumen. Fluid was observed to back up into the thermistor line. The fluid backup is the result of an inner lumen leak located in the catheter hub. The inner lumen leak resulted from the mandrels not being inserted properly into the lead tubing and into the lumens during the insert molding operation. A work order review verifies that the lot identified in the complaint passed in process and q.a. Inspections tests. Manufacturing operators were retrained on the current operation and co is in the process of implementing an extrusion process modification, which will eliminate the potential for leaks in the manifold area.

Event description:
Received report of bleedback from thermistor port. The catheter was placed on a pt who was going to have a coronary artery bypass graft procedure. The catheter was hooked up to a datex monitor. After approximately 45 minutes, it was noted that the cardiac output numbers "slid off". The anesthesia tech did some troubleshooting and noticed blood in the port and the lumen of the thermistor. Approximately 10cc blood loss reported. No pt harm reported.